Event description:
A patient receiving life support ventilation reportedly expired as a result of cardiac arrest. The cardiac arrest allegedly was caused by a tension pneumothorax, which increased the patient's airway pressure and activated the ventilator's high pressure alarm (audible and visual). Attempts to resuscitate the patient with manual ventilation and cardio-pulmonary resuscitation were unsuccessful. The patient had a pleural fistula (pre-existing) which reportedly caused the tension pneumothorax. The ventilator is reported to have operated as designed at the time of the event; however, the complainant stated it alarmed for "several hours" prior to the event (and the subsequent intervention) without an explanation of why intervention did not occur at the on-set of the alarm, or of other interventions that may have been undertaken prior to the patient expiring. The complainant reported they tested the ventilator associated with the event after the incident occurred. While they did not identify the methods they used in their testing, or the results obtained, they did state that the ventilator operated, performed and alarmed appropriately during their testing. They also reported they had returned the ventilator to patient use, and that it would not be available for further testing. A copy of the memory log recorded in the ventilator (provided by the complainant) showed the ventilator detected multiple high inspiratory conditions, rather than one continuous alarm of several hours in duration (as was initially reported). This evidence leads us to conclude that the complainant did not delay responding to the alarm (for several hours) after its onset, and as well that use error (failure to respond to an alarm) likely did not occur. Based on these findings we believe the ventilator identified in this report operated properly before and at the time of the event, and that the ventilator and user interface did not cause of contribute to the patient outcome. Therefore, we believe that further action is not appropriate.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. No evaluation performed-device not returned.